Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient reported getting a low alarm when their readings were not low on the g6 mobile app. Data was provided for investigation. The problem was not confirmed. The probable cause could not be determined post investigation as the allegation was not found. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.